Event description:
The customer contacted spacelabs healthcare to report that the xhibit central station (xcs) would completely power off randomly. No patient or user harm was reported in association with the event. A field service engineer (fse) was paged to go on site and evaluate the device. The fse identified that the unit had a faulty power supply. The fse replaced the power supply in the xcs. Following repair, the fse confirmed proper functionality and the unit was put back in service.